Event description:
It was reported that an roi-c plate jammed in the cage's slot. The surgeon removed both pieces and tried again outside the patient and was able to get them to fit together with force. Neither item was re-used and the surgery continued with a delay of 20 minutes, but without impact to the patient. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00085.

Manufacturer narrative:
Inspection: the products were not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an roi-c plate jammed in the cage's slot. The surgeon removed both pieces and tried again outside the patient and was able to get them to fit together with force. Neither item was re-used and the surgery continued with a delay of 20 minutes, but without impact to the patient. This is report two of two for this event.